Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture revealed there was a lack of solvent at the junction between the replacement line and the y connector. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during patient treatment with a prismaflex m100 set an external fluid leak occurred at the replacement line y-connector. There was no patient injury or medical intervention associated with this event. No additional information is available.